Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient misused infusion set supplies by reusing ifs and tubing (non-compliant with single-use IFU guidelines), not cycling cartridges properly, and exclusively placing infusion sets on the abdomen without site rotation, resulting in recurring occlusion alarms on (B)(6) 2026. Patient had high blood glucose levels and was treated via multiple daily injections.